Event description:
It was reported that ten days post implant of the right ventricular (rv) lead the patient had a hematoma in the rv apex. It was also reported that the patient experienced chest pain due to high atrial pacing outputs. The right atrial (ra) lead had increasing threshold and low sensing value. It was also noted that the screw would not retract when the ra lead was being extracted. The rv lead and the ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted the proximal conductor was covered in blood (not obstructed), the distal end was covered in blood, the outer insulation was cut, and it was visually noted to have apparent explant damage. (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood (not obstructed) on the proximal conductor, along with blood covering the distal end. The outer insulation was breach cut and it appeared that there was apparent explant damage.